Event description:
(B)(4). After placement of essure I developed a very sharp pain on my left side and into my back and down my left leg. It continued to get worse over time. I started having mood swings, hair loss, numbness in my arms and legs.